Manufacturer narrative:
Section b5: previous report of pumps stops and driveline damage captured in related manufacturer report number 2916596-2018-05406. Manufacturer's investigation conclusion: review of the submitted log file data revealed pump stop events that appeared indicative of a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of recurrent heart failure, as well as the patient¿s outcome, could not be established through this evaluation. It was reported that due to a suspected driveline issue (refer to manufacturer report number 2916596-2018-05406), the patient experienced several pump stops at home. Because of the fragile clinical situation of the patient, the decision was made to not perform a pump exchange. The pump was manually stopped on (B)(6) 2020. The driveline was severed with a portion buried underneath the skin and the patient was sent home. It was reported that the patient ultimately expired on (B)(6) 2020 due to recurrent heart failure. The patient ultimately expired on (B)(6) 2020. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists death as a potential adverse event that may be associated with the use of heartmate ii lvas. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had several pump stops at home due to driveline damage. (Previously reported). Because of the fragile clinical situation of the patient, it was decided not to exchange the pump. The pump was manually stopped on (B)(6) 2020, the modular cable was disconnected from the driveline and the patient was sent home after the cable was buried underneath the skin. The patient passed away on (B)(6) 2020 due to recurrent heart failure. No additional information was provided.